Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 25mm target lesion was located in the 2.75mm in diameter left anterior descending artery (lad). After predilating the lad using an unspecified balloon catheter, a 2.75mm x 28mm promus element plus stent was advanced and deployed. A 3.0mm balloon catheter was advanced for post dilation but upon positioning the catheter, the proximal and mid part of the stent was shortened. A non bsc guide wire and a 2.00mm unspecified balloon catheter were advanced into the first diagonal artery and the 3.00mm balloon was advanced to the lad for kissing inflation. Then a 2.25mm x 16mm unspecified drug- eluting stent was deployed in the diagonal artery. The procedure was completed with this device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).